Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not closing at the crotch of the jaws, tear-drop shaped being formed. The case was converted to open and was completed by using open appliers. One device is being returned plus (4) sterile devices. The below details were received: the surgeon said that the clips were scissoring. He converted to open, and used open clip appliers with no patient consequences. He did not state if this prolonged the patient¿s stay. No more information was given on patient due to privacy.

Manufacturer narrative:
(B) (4). (B) (4). Jaw misaligned instrument (a) was received with the jaws misaligned and empty. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In order to avoid this issue, excessive twisting or torquing of the instrument jaws when positioning the instrument on a vessel and firing should be avoided. Excessive twisting or torquing may result in clip malformation. Instruments (b, c, d, e) were returned inside their original package and sterile. In an attempt to replicate the reported incident, the devices were tested for functionality. The instruments cycled, fed, and they formed the remaining clips within manufacturing requirements. The instruments were fully functional and conforming. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.